Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit for the reported malfunction. Batteries replaced. Device repaired. Test run and function check carried out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery can not be charged. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during battery maintenance, the cardiosave intra-aortic balloon pump (iabp) units battery can not be charged and did not pass the battery test. There was no patient involvement.